Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried blood/body fluid was noted in the helix housing. The helix mechanism test passed in the laboratory setting. A stylet insertion test passed indicating that there was no blockage in the lumen. Visual inspection revealed no anomalies. The allegation against the lead was not confirmed.

Event description:
It was reported that right ventricular (rv) lead was attempted implant due to lead helix retraction was delayed and that the physician requested for a new lead. The lead was never in service. No adverse patient effects were reported.